Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1469759: 265292: capsular contracture. Device not returned to device analysis. 1049973: rupture. Device returned to device analysis. 1981953: rupture and anxiety - product/procedure. Device not returned to device analysis. 2370757: pain and anxiety - product/procedure. Device not returned to device analysis. (B)(4): a0412 material rupture. Device not returned to device analysis. (B)(4): a0412 material rupture. Device not returned to device analysis. Even though there were 4 additional complaints of rupture for this lot number, only 1 device was returned, and after inspection no workmanships were detected. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture found on an MRI and exchange of textured devices due to product concern for right side. The device has been explanted and replaced.